Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the hospital biomed team performed preventative maintenance on large volume pump modules on (B)(6) 2022, out of approximately 1000 devices, approximately two (2) had sear damage. This was reported to bd representatives during their site visit. Although requested, additional information was not provided. There was no reported patient involvement.